Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a cable infection. The patient was prescribed moxifloxacin 500 mg once a day for 10 days.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no pain or fever, but a wet driveline exit site with erythema. Staphylococcus epidermidis 105 and klebsiella pneumoniae 105 were detected on a bacteriological test. The infection was treated by administration of antibiotics. The infection was ongoing, however there was an improvement in clinical manifestations. If the infection progressed in spite of oral targeted antibiotics administration, the patient may require and IV of antibiotics, surgical debridement, or a vacuum aspiration system.